Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range shock impedances were observed on the non boston scientific (bsc) right ventricular (rv) lead. Tachy therapy was electively programmed off until a lead revision occured. The non bsc rv lead was explanted and replaced with a new bsc rv lead. There were no adverse patient effects reported.